Event description:
Caller reported a cartridge alarm during the load process. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. Customer successfully loaded a new cartridge and resumed insulin therapy, resolving the issue without further complication.